Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: zimmer biomet products were implanted without any complications. MRI revealed altr and blood tests revealed high metal ion levels.  A definitive root cause cannot be determined.   If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00134.

Manufacturer narrative:
(B)(4). Concomitant medical devices: item#: 00620205022 / item name shell porous with cluster holes 50 mm / lot#: 62191132; item#: 00631005032 / item name liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells / lot#: 62195676; item#: 00625006530 / item name bone screw self-tapping 6.5 mm dia. 30 mm length / lot#: 62194317. The device will not be returned for analysis as location is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00501.

Event description:
It was reported the patient underwent a initial left tha. Patient was subsequently revised 7 years later due to elevated metal ion levels, altr, necrosis, pain, scar tissue, and in-vivo corrosion. Attempts have been made and additional information on the reported event is unavailable at this time.